Manufacturer narrative:
(B)(4)

Event description:
It was reported that "haemodialysis catheter was placed correctly and successfully. When the physician wanted to flush the catheter with syringe through the pigtail port, he noticed the syringe does not connect properly. He used another syringe, and the same problem occurred, drawing back air and blood mixed. They opened another catheter pack to change the hub. He then was able to connect the syringe properly to the pigtail port and flushed through successfully. No harm to patient.".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "haemodialysis catheter was placed correctly and successfully. When the physician wanted to flush the catheter with syringe through the pigtail port, he noticed the syringe does not connect properly. He used another syringe, and the same problem occurred, drawing back air and blood mixed. They opened another catheter pack to change the hub. He then was able to connect the syringe properly to the pigtail port and flushed through successfully. No harm to patient."